Event description:
As reported, it is believed the balloon of a 5f mynx control vascular closure device (vcd) popped even though there was no evidence of calcium/plaque. When they went to inflate the balloon, they pulled back and the device came right out. Manual pressure was held for twenty-five minutes until hemostasis was achieved and maintained. There was no reported patient injury. The device was used in a peripheral interventional angiogram and treatment. The tech stated the balloon was prepped according to the instructions for use (IFU), however upon further discussion with the tech on prep/deployment steps, they noted his prep was different than what the IFU states. The tech inflated the balloon only a little bit, not to maximum inflation. So it¿s hard to know if the balloon itself had a hole to allow it to not retain the saline upon proper inflation. The vcd was inserted into an unknown sheath. The device was removed and sealant not deployed. The patient was an inpatient in the hospital setting. The mynx vcd was used in an interventional peripheral procedure, which utilized a retrograde approach. The deployer is certified and trained on the mynx control device. The sheath introducer used was a 5f avanti sheath. Regarding the puncture femoral site, the vessel type was arterial, and the vessel diameter appeared to be 5mm or greater upon angiography shots during the diagnostic portion of the exam. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. It was relayed that the balloon lost pressure and completely pulled out during the pullback to the arteriotomy. The device is not available for evaluation as it was discarded.

Manufacturer narrative:
As reported, it is believed the balloon of a 5f mynx control vascular closure device (vcd) popped even though there was no evidence of calcium/plaque. When they went to inflate the balloon, they pulled back and the device came right out. Manual pressure was held for twenty-five minutes until hemostasis was achieved and maintained. There was no reported patient injury. The device was used in a peripheral interventional angiogram and treatment. The tech stated the balloon was prepped according to the instructions for use (IFU), however upon further discussion with the tech on prep/deployment steps, they noted his prep was different than what the IFU states. The tech inflated the balloon only a little bit, not to maximum inflation. So it¿s hard to know if the balloon itself had a hole to allow it to not retain the saline upon proper inflation. The vcd was inserted into an unknown sheath. The device was removed and sealant not deployed. The patient was an inpatient in the hospital setting. The mynx vcd was used in an interventional peripheral procedure, which utilized a retrograde approach. The deployer is certified and trained on the mynx control device. The sheath introducer used was a 5f avanti sheath. Regarding the puncture femoral site, the vessel type was arterial, and the vessel diameter appeared to be 5mm or greater upon angiography shots during the diagnostic portion of the exam. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. It was relayed that the balloon lost pressure and completely pulled out during the pullback to the arteriotomy. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Without the return of the device for analysis, the reported customer complaint "balloon balloon loss of pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. . According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.